Manufacturer narrative:
Manufacturers ref (B)(4). Summary of investigational findings: a male patient developed stanford type b acute aortic dissection in 2007. In 2016 he was treated by total arch replacement and elephant trunk procedure. In 2018 a new tear was observed at the distal end of the elephant trunk, so tevar was conducted on (B)(6)2018. The major aortic diameter was measured to 32mm and the zteg-2p-32-200-pf (complaint device) was implanted. The complaint device was placed with the proximal site within the elephant trunk and the distal site was placed in the straight part of the seventh thoracic vertebra. On (B)(6) 2019 the patient complained of a sore back. Sine (stent graft induced new entry) was found at the distal site of the complaint device. The patient was diagnosed with impending rupture due to rapid expansion of the false lumen. Therefore, an emergency tevar using zteg-2pt-34-24-199-pf was carried out, with the proximal site overlapping the complaint device and the distal site placed above the celiac artery. The procedure was completed and no endoleak were admitted. It was reported that the patient did not undergo any additional procedure after this and is making steady progress. A clinical assessment was performed by medical advisor, this concludes: ¿stent graft induced new entry (sine) is a device-related long-term complication after endovascular repair of aortic dissection first described in 2001. Most cases are asymptomatic, but even symptomatic cases generally have good outcome, like in this specific case. Excessive distal oversizing is associated with higher risk of distal sine and probably even more so in chronic cases. No information about distal diameter was provided. The use of zteg in combination with fet is assessed to not affect the development of sine.¿ the IFU concerning zteg-2p-32-200-pf devices states: ¿strict adherence to the zenith tx2 taa endovascular graft with pro-form IFU sizing guide both in terms of component diameter (¿) as well as component type/length (¿) is strongly recommended in order to mitigate the risk for events (e.g., migration, endoleak, aneurysms growth) that could result from selecting inappropriate device sizes.¿ cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook reviewed the device master record currently in effect for zteg-2p-32-200-pf devices and found that there are adequate controls in place to ensure that this type of device is manufactured to specifications. Furthermore, radial force testing, for z-stents verifies that the acceptance criteria for stents were met. Based on the provided information it has not been possible to determine a likely cause for this event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient outcome: additional information received 01apr2019: "the patient is making steady progress and did not undergo the additional procedure".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k)/PMA p070016. H6) device code: 3191 - appropriate term/code not available for sine. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: in 2007, the patient developed stanford type b acute aortic dissection. Since it was observed that a false lumen was prone to became bigger, total arch replacement and elephant trunk procedure were carried out in 2016. A new tear was confirmed at the distal end of the elephant trunk in 2018, so tevar using device zteg-2p-32-200-pf (tx2) was conducted on (B)(6) 2018. The use of device zteg-2p-32-200-pf (tx2) for chronic dissection was not within the range of application. However, it was determined to be used as to conduct a minimally invasive treatment. The target site was the descending aorta, and the access was gained from the right common femoral artery. The proximal site of the tx2 was within the elephant trunk, and the distal site of it was placed in the straight part of the seventh thoracic vertebra. Since the major axis was 32mm, the zteg-2p-32-200-pf was selected for the procedure. On (B)(6) 2019, the patient was rushed to the hospital because the patient complained of a sore back. Stent graft induced new entry (sine) was found at the distal end of the tx2. The patient was diagnosed with impending rupture due to rapid expansion of the false lumen. Therefore, an emergency tevar using txd (zteg-2pt-34-24-199-pf) was carried out. The proximal site of the txd was overlapped with the tx2 while its distal site was placed above the celiac artery. The procedure was ended after no endoleaks were admitted. Patient outcome: there are no problems for now.